Manufacturer narrative:
The product got discarded by end customer. Therefore the deice was not available for investigation. Device history records (DHR), recent product or process changes were reviewed. According to the results of the device history review, there was no indication for a manufacturing failure. As the product got not returned, an exact determination of the root cause is not possible, but in similar cases, the cutting loop got exposed to excessive mechanical stress during the application leading to the break of the loop. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a diagnostic hysteroscopy surgery, the active electrode broke. The event caused no harm to the patient, and the healthcare professional changed the loop with a new one and completed the operation. Unfortunately, we are unable to recover the product, because the broken loop was thrown into waste by the nurse. There weren't adverse consequences: the surgery proceeded after changing the electrode, with no delay.